Manufacturer narrative:
The pod was received with the soft cannula deployed and the formed needle visible through the soft cannula. The data showed that the first priming sequence ended at (B)(4) pulses and deactivation occurred at (B)(4) pulses. After opening the pod, the needle did fully retract. Evidence of a linkage assembly error is supported by markings found on the inside of the top housing.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn and no high blood glucose levels were reported.